Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device emitted smoke.

Event description:
It was reported that the device emitted smoke.

Manufacturer narrative:
Alleged failure: product began to smoke while in use and the battery pack made a loud noise and would not shut off until batteries were removed. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be fluid ingress. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.